Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed the complaint and reproduced the error. While troubleshooting, fse found the substrate syringe corroded, the wash probe tubing had popped off due to clog in wash probe causing wash to spill onto the substrate syringe assembly and causing the syringe to fail. Fse resolved complaint by replacing the substrate syringe assembly and wash probe 1. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under chapter 7, section 7.1: list of error messages states the following: [4263] substrate-syr home overrun. Cause: the home sensor s110, which is not supposed to be activated after the substrate. Syringe moves, was activated. A bs flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s110 and also check to see the cause of slipping, and so on, that occurs when pm110 moves to the limit side. The most probable cause of the reported event is due to failure of the substrate syringe assembly and wash probe 1.

Event description:
A customer reported getting error message "4263 substrate-syringe home overrun" upon powering the aia-900 analyzer. The customer is unable to perform daily run, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and progesterone (prog ii) . There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.